Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.00 x 24 synergy¿ drug-eluting stent was advanced but resistance was encountered. When the device was removed, the stent strut was found to be lifted. The procedure was completed using a 3.0 x 26 non-bsc stent. No patient complications nor injuries were reported.